Event description:
According to the reporter: the stapler wasn't been fired correctly. It had bad "b" shape. There was some fluid leakage. The surgeon stapled and over sewed over the previous bad stapling line which resulted in additional tissue loss.

Manufacturer narrative:
(B)(4).